Manufacturer narrative:
The device was received for evaluation. During functional testing, ''door acts like its always open' was not reproduced. A review of the event history log revealed confirmed the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper latch switch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump door that acts like it was open during an unspecified process step. There was no patient involvement. No additional information is available.